Event description:
A customer reported via phone call indicating that lost sensor alarms and bent cannulas with their insulin pump. The customer stated that they could not receive any readings from the sensor. The customer was hospitalized twice because of high blood glucose. The customer was hospitalized on (B)(6) 2015 with a blood glucose level of 747 mg/dl and was hospitalized on (B)(6) 2015. The customer was airlifted on their first hospital visit and transported by the paramedics the second visit. The customer stated that the issue has always been with the sensors and bent cannulas. The customer was treated with IV drip and fluids. The customer did not want to troubleshoot the issue. The customer was advised to call back at the time of any issues so that troubleshooting can be performed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.